Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4). Batch/lot number: 14151092, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure for better coverage.

Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent a lead replacement procedure for better coverage.